Event description:
The customer reported that the tandem mobi pump battery would not charge despite using the correct tandem charging pad, cable, and wall adapter. There was no recorded adverse impact on the customer¿s blood glucose level. After technical support's instructions to test different charging equipment, it was discovered that using a non-tandem charging pad resolved the issue. The pump did not shut down, and no further assistance was needed as the pump eventually began charging. Technical support arranged to send replacement charging supplies via two-day shipping.